Event description:
Rptr has had several medication errors involving multiple channel infusion device. The pump has 3 channels and 2 rate modes at each channel. Rptr has had errors in which the wrong infusion was turned up or down (rate increased or decreased) when it should have been the other infusion. Rptr thinks they have had two incidents in which lidocaine and heparin infusions have been confused. The nurses say it is because the nurse does not follow the line all the way to the infusion container. Some units have instituted a policy that requires labeling of the line with the drug name before the pump, labeling the cassette with the drug name, and labeling the line with the drug name as it comes out of the pump.